Event description:
The facility reports, after the bath, the caregiver had removed the resident from the bath and was drying her back while the resident was seated on the bath chair. The chair was lowered to 29" from the floor. The chair then tipped, and the entire lift and chair tipped over and the resident fell to the floor. The caregiver could not explain how and why the chair tipped over. The resident complained of a sore shoulder and chest.